Manufacturer narrative:
Correction : describe event or problem, annex b : b21. Annex c : c21. Annex d : d16. Additional information :device eval by manufacturer, annex a : a0709, a1801, a05070. Annex g : g0301204, g02017, g04037. Annex b : b01, b14. Annex c : c0201, c23, c0601, c07. Annex d : d15, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device displayed an error message "occlusion above pump, cartridge empty, IV fluid was not anywhere" and pressure sensor was "out of place". There was patient involvement but unknown outcome. Additional information was requested but not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that the device displayed an error message "occlusion above pump, cartridge empty, IV fluid was not anywhere" and pressure sensor was misplaced. There was patient involvement but unknown outcome. Additional information was requested but not provided.

Event description:
It was reported that the device displayed an error message "occlusion above pump, cartridge empty, IV fluid was not anywhere" and pressure sensor was "out of place". There was patient involvement but unknown outcome. Additional information was requested but not provided.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.